Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the distal and middle¿ was not confirmed, as the braid's distal and middle were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates this factor out as a potential cause. In this event, the severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used the shield dense mesh stent to treat the aneurysm of the ophthalmic artery segment of the internal carotid artery. The size of the artery was about 14 x 12. The surgeon raised the stent microcatheter phenom27 to the m2 segment. After the stent was delivered to be in place, the microcatheter was withdrawn, exposing the stent tip about 12mm. The stent did not open. The stent was retrieved and the microcatheter was withdrawn. After two repetitions, the stent tip was slightly opened about 2mm. The opening was not ideal, and the stent was pulled back to the neck, hoping that the larger diameter of the internal carotid blood vessels would allow the stent to open more completely. After being pulled back to the neck, the stent still did not open well after deploying about 15mm in length. After being retrieved twice, the stent still did not open, so it was withdrawn from the body for observation. It was found that the stent was pushed out of the microcatheter tip by 80%, and it was still rod-shaped. It was replaced with a new stent and the surgery continued. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 14mm and a 5mm neck diameter. Landing zone: distal: 3.6mm and proximal 4.65mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an ophthalmic artery segment large aneurysm. Ancillary devices include a ev3 qc-14-40 coil.

Event description:
Additional information received reported the pipeline did not open in the distal and middle section. It was not placed in a vessel bend when it failed to open. No additional steps were taken to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.